Event description:
Patient reported with discomfort and non-working device; device replaced due to normal battery depletion. Explanted device was disposed of therefore no further action to be taken. Patient wanted to see if the batteries are working properly or if the device is working properly. Patient having a lot of discomfort (call on (B)(6) 2025 by physician (B)(6) @ (B)(6) hospital; (B)(6)).